Manufacturer narrative:
One sample of a pediatric cuffed tracheostomy tube was received for evaluation. No device history review (DHR) was performed due to the sample being received with no lot number attached. An inflation/deflation test was performed. The cuff was observed to deflate immediately following the application of 6cc of air to the cuff with a syringe. The cuff was then submerged into a water bath where 6cc of air was again applied to the cuff with a syringe. The cuff was then observed to leak air through the lumen. The reported complaint was verified. (B)(4).

Event description:
Customer states: during pre-test prior to use on a pt at hospital, a supplier confirmed the air leakage form the cuff. Customer states no pt involvement.

Manufacturer narrative:
(B)(4). Sample is expected to be returned for analysis but to date, no samples has been received. Multiple attempts have been made to collect the samples. If a sample is received at a later date, a summary of the investigation results will be provided in a supplemental report. Manufacturing controls are in place to detect cuff related defects to reduct the potential for occurrence during the manufacturing process. Information has been added to the database and trends will continue to be monitored.